Event description:
A customer reported an issue with the pump display, noting a pixel problem that affected their ability to interact with the device. There was no information provided about the customer's blood glucose level at the time of the event. Technical support confirmed the pump was under warranty and arranged for a replacement. The customer was informed about the need for a new pump and was given instructions to return the faulty device within ten days using a pre-paid label and return box. The customer chose not to disclose what backup therapy they would use to maintain insulin delivery.